Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. During troubleshooting with tandem technical support (cts), the customer reported that the insulin gauge displayed zero but was able to retrieve insulin from the cartridge. The customer reported no alerts or alarms received. There was no impact to the customer's blood glucose level.